Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent excision of eroded mesh sling from urethra on (B)(6) 2011 due to urinary incontinence and erosion of mesh into urethra. It was also reported that patient underwent mesh revision on (B)(6) 2013. It was reported that patient underwent harvest of autologous fascia, placement of midurethral sling made of autologous fascia, cystocele repair, perineal reconstruction, vaginal reconstruction and cystoscopy on (B)(6) 2013 due to history of prior sling, complicated by infections and erosion, status post urethrolysis and removal, recurrent stress urinary incontinence, cystocele and perineal defect.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/16/2016. (B)(4). It was reported that following insertion the patient experienced frequency, urgency and urinary tract infection.

Manufacturer narrative:
It was reported that the patient concurrently underwent perineorrhaphy.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent excision of eroded mesh sling from urethra on (B)(6) 2011 due to urinary incontinence and erosion of mesh into urethra. It was also reported that patient underwent mesh revision on (B)(6) 2013. It was reported that patient underwent harvest of autologous fascia, placement of midurethral sling made of autologous fascia, cystocele repair, perineal reconstruction, vaginal reconstruction and cystoscopy on (B)(6) 2013 due to history of prior sling, complicated by infections and erosion, status post urethrolysis and removal, recurrent stress urinary incontinence, cystocele and perineal defect. (B)(4).